Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a brainstem hemorrhage post implant procedure and had a change in mental state and became unresponsive. A computed tomography (CT) scan was performed and confirmed the brainstem hemorrhage. The physician assessed that the medication coumadin that he administered 1 day post-op was the cause of the patient complication. The patient was placed on hospice care and has since passed away.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a brainstem hemorrhage post implant procedure resulting in a change in mental state and became unresponsive. A computed tomography (CT) scan was performed and confirmed the brainstem hemorrhage. The physician assessed that the medication coumadin that he administered 1 day post op was the cause of the patient complication. The patient was placed on hospice care and has since passed away.

Manufacturer narrative:
Correction to field b2 - removed death as it was confirmed by the physician that the administration of medication was the cause of the patient complication and not associated with the device. Correction to field h6 - impact codes. Removed the f02 death code as it was confirmed by the physician that the administration of medication was the cause of the patient complication.